Manufacturer narrative:
(B)(4). Returned product consisted of emerge balloon catheter with a product mandrel and balloon protector. There was blood and contrast in the inflation lumen. Microscopic examination revealed a pinhole and scratch were identified in the balloon wall at the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination of the markerbands presented no irregularities that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 91% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending (lad) artery. A 2.00mm x 12mm emerge balloon catheter was advanced to dilate the lesion. However, the balloon ruptured at 12 atmospheres. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 91% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending (lad) artery. A 2.00mm x 12mm emerge¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured at 12 atmospheres. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).